Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming that he was low when he was not. Customer's sensor glucose reading was 40 mg/dl but his blood glucose level was 113 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis was not required due to sensor being expired.